Event description:
It was reported that patient has been experiencing pain, cramping, constant diarrhea and bloating. Symptoms have been occuring since implant began "protruding and looks like an egg" on his chest.

Manufacturer narrative:
There has been no product returned for eval. Therefore, no conclusion can be drawn.